Event description:
It was reported that during the implant procedure the lead exhibited low sensing. The lead was repositioned several times and sensing values were not ideal. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.